Event description:
Per the clinic, the patient experienced pain and infection at the implant site and was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of this date of report.

Manufacturer narrative:
The device analysis report attached.